Event description:
Philips respironics remstar plus c-flex CPAP machine stopped working properly and found particles of black foam in the water box. The machine has very low air flow. FDA safety report ID # (B)(4).